Event description:
As reported, the balloon of a 6f7f mynx control vascular closure device (vcd) ruptured during the procedure. The issue occurred during patient use, not prep. The procedure was completed using manual compression. There was no reported patient injury. The type of procedure the mynx control was used in was a coiling. The procedure used a retrograde approach. The device was stored and prepped per the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. The user is mynx certified. An unknown 7f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2130104 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f7f mynx control vascular closure device (vcd) ruptured during the procedure. The issue occurred during patient use. The procedure was completed using manual compression. There was no reported patient injury. The type of procedure the mynx control was used in was a coiling procedure. The procedure used a retrograde approach. The device was stored and prepped per the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. The user was mynx certified. An unknown 7f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The syringe was not returned with the device. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 4 mm from the balloon neck was revealed. A product history record (phr) review of lot f2130104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 4 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The reported ¿button one frozen locked¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.